Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. The battery depletion rate was higher than the expected rate. The device profile confirmed that the device had been depleted excessively at some point after the implant procedure. The timing of the anomaly suggests that the ipg had been exposed to an environment similar to the electrocautery usage during the implant procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent an explant procedure. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent an explant procedure. The physician replaced the patient's ipg and the patient is reportedly doing well following the procedure.